Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of complaint sources data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated ventricular assist device (vad) patient (s) had a higher rate of infections. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the hvad pump with unknown serial number; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Per the instructions for use (IFU) implantation of the hvad system is associated with a known potential risk of infection. Per internal procedure, all implantable components of the hvad system are sterilized prior to release. Review of sterility certificate could not be conducted since the serial number of the device is unknown. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.